Manufacturer narrative:
Based on the available information this event is deemed a serious injury. Per the information received, aquacel ag extra and aquacel foam non-adhesive 20x20 were being used for one month before reaction occurred. The end user was originally being treated with aquacel ag extra as the primary dressing but then changed to urgosorb silver due to pressure from meds management. Device was removed after action and the dressing regime had continued with urgosorb silver, zetuvit and compression. Additional information has been requested, however no additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Event description:
It was reported the patient had reacted to usage of the product. Peri-wound skin excoriated and an exact mirror image of redness where dressing had been in place was observed on the left lower leg calf.